Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument clip scissored (did not cut the vessels). Another instrument was used to complete the case. There was no conseqeunce to the pt.